Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the endotracheal tube broke and the clinicians were "not able to ventilate." Additional information received 20-may-2021 stated the device broke at the stem on the green connector that goes into the endotracheal (et) tube. The respiratory therapist was trying to remove the ett connector in order to insert the in-line suction. It was always a very tight fit that required "a lot of manipulation to get it out." The patient was not intubated but the clinicians "put in an in-line suction adaptor instead." There was no reported injury but the patient experienced "transient desaturation" and the clinicians were not able to ventilate during the time, so scissors were used to cut the tube and insert the in-line suction adaptor. There were "no repercussions from incident".

Manufacturer narrative:
The returned sample was not received with the original packaging. The green vent connector was returned in the lab for evaluation. No any other components returned with the vent connector. The sample was inspected and examined per the complaint about breakage. It appeared that the side of the vent connector which connects to the tubing was broke off the component. The broken piece of the vent connector was not returned. When inspected under magnification (50x) the breaking point appeared jagged. No lot number provided. No DHR review could be completed. Root cause could not be determined. All information reasonably known as of 04-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.